Event description:
It was reported that the user interface was detached from the ventilator. There was no patient involvement when the issue occurred, no patient or user harm reported. It was reported that the user interface (ui) fell off during transport and was detached from the ventilator body and hung from the 3 interconnect wires. The screw was loose that locks the ui retainer, allowing the ui retainer to disengage. The service engineer tested the device for proper response on a patient circuit and test lung. The se then reviewed the error logs and found no errors. The se mounted the ui back onto the stand and returned to respiratory therapy. The device was inspected for internal damage, no damage was found. The device was reassembled, turned on and was run overnight. A performance test was completed to determine that the device operates as intended and was okay to return to service.